Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported that the infusion set was leaking at the headset. The patient replaced the infusion set up to 5 times due to the cannulas were bent and insulin leaked from the headset. The infusion sets were from the same lot number. The patient inserts the cannula manually due to the insertion device being lost. The patient experienced elevated blood glucose levels on friday (B)(6) 2020 and contacted the paramedics at 5:30 a.m. On (B)(6) 2020 because the patient's blood glucose result was 475 mg/dl. The patient was treated with insulin intravenous at the hospital and the patient was admitted into the hospital for 4 hours.